Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of the images provided, the reported in-stent restenosis could not be confirmed. No indication for an irregular stent placement or a defect stent was found. Also a restenosis of the vessel or the stent could not be identified. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A restenosis of a stent may be caused by various factors and may also occur in non-defective stents that were correctly placed. A restenosis may be related to the general condition of a patient or to the vascular conditions. Restenoses also may occur inside stents that were placed with an irregular strut pattern. An insufficient or not performed balloon dilation also may contribute to the reported event. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. The IFU also states: "pre-dilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended."

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. Not returned.

Event description:
It was reported that approximately six months post implantation of two vascular stents with previous drug coated balloon dilation in a lesion in the right distal sfa and proximal popliteal arty, the stents were found to be restenosed. The patient developed pain while walking. No further adverse patient effects were reported. This is the same patient as reported in medwatch report # 9681442-2015-00247.